Event description:
Additional information was received. It was reported that the event occurred due to a programmer software issue.

Manufacturer narrative:
Product ID 8870; product type software. (B)(4).

Event description:
It was reported there were issues related to a pump memory error. The error occurred during an update. The error was noted to have occurred during a pump update on (B)(6) 2013. There were no audible alarms. There was no therapy or medical problems. The patient was ¿just getting started¿ on intrathecal baclofen. The pump was used to deliver lioresal at 100mcg/ml.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).